Event description:
A healthcare professional (hcp) reported that they were getting a red x on their electrode check for one side during the thyroid procedure. They changed out sides and the problem was following one set of leads. The doctor was confident with tube placement. The doctor used another tube to complete the case. There was no patient impact.

Manufacturer narrative:
H3: analysis of the device found electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were; red [w/white band] 53 ohms, blue 61.3 ohms, and blue [w/white band] 37.2 ohms. Red band electrode circuit is cracked which would have resulted in the reported event. When viewed under magnification, there were cracks and scratches in the silver trace underneath the insulative coating approximately 0.17¿ from the proximal end of the electrode contact. Crack was detected in the electrode contacts and proceeded underneath the protective insulative coating. A review of the global complaint data showed no other complaints for this lot number. In the returned condition, there was an out of specification condition that is likely related to the complaint. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.